Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain. On (B)(6) 2018 it was reported that the patient reports sudden, extreme pain in her lower limbs. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. Diagnostics and troubleshooting performed was the pump was interrogated and the logs read. No alarms or unexpected findings. The physician was able to aspirate the catheter via the cap (catheter access port). The actions and interventions taken to resolve the issue was the patient was admitted and sent for MRI. Surgical intervention did not occur and it was unknown if surgical intervention was planned. The issue was not resolved at the time of the event. It was noted that the healthcare provider had no further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Ifinformation is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient was referred to a local neurosurgeon to address a non-pump related concern. It was unknown what actions/interventions were taken to resolve the patient's sudden pain. It was reported that the cause of the patient's pain was a herniated disc. It was reported that the device was functioning appropriately. No further complications were anticipated/reported. Additional information was received from a manufacturer's representative. The patient had back surgery to relieve their new pain. The surgical wound became infected and the pump system was removed to allow a drain to be placed. The patient was admitted to the hospital for pain control without the pump. The pump system replacement was anticipated when the infection resolves. No further complications were anticipated/reported.